Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "pump 705735 did not alarm downstream occlusion when one occurred." Device operator was a senior building services coordinator. Medication infused was unknown. No patient was involved. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. Results: during a 20 ml test infusion the line was clamped on the distal end to create a downstream occlusion alert. The pump alarmed downstream occlusion, and the alert appeared visually on the screen. The speaker was working as the alarm was fully audible. The pump ran the test infusion until completion without another nuisance downstream occlusion taking place. Reported issue is not confirmed. Pump meets passing criteria.